Manufacturer narrative:
The device was being setup for patient use. There was no delay to therapy noted; the device was swapped. Following the evaluation of the device, the customer replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Event description:
The customer reported that the ventilator touchscreen was not responding and had a dead spot on the screen. There was no patient involvement or harm. There was no delay to therapy noted. The customer spoke with a philips remote service engineer (rse). The rse advised the customer to replace the touchscreen. Further information is pending.